Event description:
It was reported that the patient had a pump trial last week due to stimulation therapy being uneffective. Dr buenger will remove her stimulator and implant a pain pump. Explant stimulator and implant pump scheduled for (B)(6) 2013. It was noted the patient had a loss of stimulation and loss of therapeutic effect. It was confirmed that the patient successfully had her device system explanted and had a pump implanted. They were doing well post-op. It was reported the implantable neurostimulator (ins) was ¿not giving the patient much benefit.¿ it was stated the patient had their ins and leads explanted on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).